Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer had low blood glucose. Customer mentioned that she has been having low blood glucose for the past several months. Customer stated her doctor did have alzheimer's and was messing up her settings, so she changed doctors. Customer stated it started with her sensor reading lower than what she was, so she turned off the sensor and then had an actual low. Customer stated her doctor is adjusting pump for her and thinks she is very sensitive and possibly brittle. Customer stated that the issue is not the pump, but her sensitivity to the insulin. Customer stated the lowest she got in the last couple of months was 24mg/dl. Customer declined troubleshooting. Customer stated that since they updated her setting two weeks ago, she has not had any lows.